Manufacturer narrative:
A replacement smart cable was provided to the customer. The returned smart cable was evaluated by verathon technical services and the reported image issue could not be duplicated. The returned smart cable was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would freeze and flicker. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.